Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported their stimulator has been working fine until friday, it started not working and saturday, it was not working at all. Pt stated it was a lot of pain to put the device in, it was working and the 'test one' worked perfectly. Pt stated during the call the ins battery was at 60%, the stimulation was on and on saturday they charged the ins to a 100% but still, it was not helping with their pain. Agent had difficulty understanding the patient. Pt stated the pain was 'unbearable'. Pt said they already tried to adjust the therapy and switched group; they are supposed to be in group b and increased the intensity from 2.7 to 3. Agent reviewed information. Agent redirected pt to their hcp to set up an appointment with manufacturer representative (rep) to further address the issue. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they've been having trouble with their scs system. Pt mentioned that they have been reprogrammed. However, today before they go to their "pool therapy", they turned the therapy on and now they've noticed that the therapy had turned off on its own. Agent asked if the battery was depleted when the therapy turned off, pt stated that their ins battery has 75% charge and communicator 100%. When pt was asked for the event date, pt stated that it's been three different days now. The patient was redirected to their healthcare provider to further address the issue.